Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm sc-1132 (sn (B)(4)). The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. Sc-2218-50 (sn (B)(4)) the lead was cut during the explant procedure, and the proximal tip was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-2158-50 (sn (B)(4)) the lead was cut during the explant procedure, and the proximal tip was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was having discomfort at the ipg site as it was rubbing her hip as the patient was thin in that area. The patient underwent an explant procedure.

Event description:
A report was received that the patient was having discomfort at the ipg site as it was rubbing her hip as the patient was thin in that area. The patient underwent an explant procedure.